Event description:
Pt reported that the back to back test readings obtained on the ss meter using different finger sticks were 180, 123 and 128 mg/dl. No symptoms were reported. Pt did not have supplies to do control test (solution was expired). Lsf rep reviewed calibration, cleaning, control testing and meter coding. Pt was advised to call back once the pt received control solution and walk through control test with lfs rep. There was no allegation of harm.